Event description:
The information initially provided by local agent indicates: - name of the hospital: (B)(6). - surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2024 - event description: "during the insertion of a nail to reduce a femur fracture, the chimaera sliding screw did not lock to the nail". - consequences: no consequences manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code 99-t93795, batch b4301523, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the device involved in this event has not yet been received by orthofix. The technical evaluation will be performed as soon as the device becomes available. As soon as the further information and/or the results of the technical investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code 99-t93795, batch b4301523, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the device involved in this event has not been received by orthofix. Therefore it was not possible to perform the technical evaluation. Final comments it was not possible to perform the technical analysis as the device involved was not returned to orthofix. It was not possible to perform a medical evaluation as no clinical data and/or x-ray images have been made available. The information received confirmed that the surgery was finalized with no consequences for the patient. Based on the information available, it is not possible to identify a specific root cause for the failure occurred. Should the involved device become available, orthofix will finalize the investigation and provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by local agent indicates: name of the hospital: (B)(6) universitaria , surgeon's name: (B)(6), date of initial surgery: on (B)(6) 2024, event description: "during the insertion of a nail to reduce a femur fracture, the chimaera sliding screw did not lock to the nail". Consequences: no consequences. Manufacturer ref: (B)(4).